Event description:
It was reported that during a ptca procedure, the balloon catheter ruptured at 8 atm. The balloon "frayed" and a portion of the balloon catheter was retrieved with a snare. Reportedly, there was no pt injury.